Event description:
Electrocardiogram signal on the navistar thermocool irrigated tip ablation catheter displayed inappropriate noise. All connections were checked and the catheter handle was replaced with another handle. This did not resolve the issue, and finally the catheter was then exchanged for a new catheter, which resolved the issue.